Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the stay safe blue pin of the cassette during fill 1 of pd treatment. The patient reported receiving multiple patient line is blocked alarms during fill 1 of 6. The source of the leak is the stay safe blue pin. The patient was advised to follow up with the peritoneal dialysis nurse (pdrn). A second call was received from a facility nurse alleging a fluid leak from the stay safe blue pin during drain 1. They were advised to reset with new supplies. Upon follow up with the patient and her husband, it was confirmed that both calls were dealing with the same cassette and treatment. The patient did not reset supplies after their first call. They confirmed that treatment was completed with the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Corrected information: (transcription error).